Event description:
It was reported echocardiograms conducted on (B)(6) 2009 and (B)(6) 2009 revealed an elevated gradient and stenosis of the bioprosthesis. The valve was explanted and was found to contain calcification of the leaflets. A 21 mm sjm epic valve was implanted. Additional information has been requested.